Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure, was doing well postoperatively and the explanted devices were retained by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).